Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI scan (tesla unknown), the patient's head was wrapped as an approved indication in (B)(4). The implanted device remains. Clinical management is ongoing.